Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously reactive (B)(6) surface antigen kit (B)(6) results generated by the unicel dxi 800 access immunoassay system for several patients. Non-reactive results were obtained upon repeat.results obtained for a total of 30 patients between the dates of (B)(6)2010 through (B)(6)2010.the erroneous results were reported outside the laboratory.

Manufacturer narrative:
Samples were collected in heparin gel tubes.system check performed on (B)(6)2010 resulted within specifications.there is no indication that service was dispatched for this event.customer did not follow the appropriate repeat procedure for initial reactive (B)(6) ag patient results, per the current bci assay insert. A malfunction will be assumed for the purpose of this report.